Event description:
It was reported that a merlin.net transmission showed episodes of non-sustained lead noise and vf recorded due to rv lead noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.